Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain 5 of 5 of peritoneal dialysis therapy. It was determined that the patient¿s largest prescribed fill volume was 2500ml and drain volume was 3783ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined to meet electrical and functional performance specification requirements per rite testing. An internal and external visual inspection was performed and no issues were noted. A short simulated therapy was performed with no issues. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The cause of the reported issue was determined to be due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.